Manufacturer narrative:
Info anticiapted, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the balloon broke. Another device was used to complete the case. There were no adverse patient consequences to the patient.